Event description:
This lead was implanted on (B)(6) 2002 and capped on (B)(6) 2014 due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) medical center (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).